Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID d334vrg implanted: (B)(6) 2011; product ID 6996sq1 implanted (B)(6) 2011.

Event description:
It was reported that the patient went to the emergency room due to a lead integrity alert (lia) on the right ventricular (rv) lead. It was also noted that there were two non-sustained tachycardia episodes with one being due to electromagnetic interference. It was reported that the lead was evaluated and no issues were found and the lia was believed to be due to a false positive. No changes have been made and the device and lead remain in use.